Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) and the lens flipped and went into the patient's eye upside down. The lens was removed back out through the original incision, during the same surgery. There was no patient injury and sutures were not required. The backup lens was implanted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).